Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that a patient received a combination of procedures on (B)(6) 2025 which involved a myosure reach procedure using an omni hysteroscope and, an acessa procedure. Procedures were reported as having been completed successfully. The physician later reported that the acessa procedure was unremarkable and that the procedure included treatment of three fibroids ranging from 1 to 3 cm. The patient came back on (B)(6) with severe pelvic pain, elevated white blood cell count. A CT scan did not show any perforation. Patient was kept overnight for observation and developed air in the abdominal cavity. A surgery was performed and a 5 mm perforation was observed on the small bowel with subsequent resection. Patient was reported as obese and needed retraction to keep the bowel out of the way during the procedure. Treating physician´s assumption noted that the handpiece might have touched the bowel after the use while it was still hot and this caused a thermal injury that resulted in a perforation 12 days after the surgery. No other information available.